Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, injury, disability and impairment. Product was used for therapeutic treatment. Add'l data from importer report: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, injury, disability and impairment. Associated mdrs: 1018233-2013-00271 and 1018233-2013-00273.